Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no-foam reagent leak in the hydropneumatic compartment on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
The customer stated the issue was caused by an operator not reattaching the no foam tubing after routine maintenance. Service visited the customer and resolved the issue. No patient or laboratory personnel was exposed to the no foam reagent.